Event description:
It was reported, the doctor planned to replace the patient's ipg and move the pocket site. A review of the manufacturer's device record database revealed the patient's ipg was explanted and replaced. Further details are unknown.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.